Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 37754, serial# (B)(4). Product type: recharger: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
It was reported that the patient had overstimulation, fever, and fluid discharge. It was stated that the patient was "set up" for adaptive stimulation, but when the patient turned the stimulation on, he felt like "it was going to break his body" and he could not turn the stimulation down "fast enough." The patient reportedly had fluid at the implant site which started on the afternoon of the report. It was noted that the implant site had "yellow water fluid" and that the patient was started to get a fever with a temperature of 99 degrees. The patient reportedly took a tylenol and was considering going to the emergency room the following day. Reference manufacturing report # 3004209178-2013-05829. Additional information was requested, but not available at the time of the report.